Manufacturer narrative:
Medical records review: medical record received and reviewed. The patient was admitted to the hospital status post elective sq ICD placement, and had complaints of right leg swelling and left arm swelling. Patient had stopped anticoagulants approximately two weeks prior to the sq ICD procedure. Physical examination revealed right lower extremity edema and left upper extremity edema. A venous duplex ultrasound of the right lower extremity demonstrated a chronic appearing dvt within the right common femoral vein and a small hematoma at the right groin. The patient had an inferior vena cava filter successfully deployed on via the right internal jugular vein below the level of the renal veins approximately at l2. An inferior vena cavagram was performed prior to filter deployment and revealed patency of the ivc without thrombus. The patient tolerated the procedure well, and was reported to be hemodynamically stable. After further clinical review, this event was reassessed and determined to be not MDR reportable. Although this event is not an MDR reportable event, an initial MDR was previously submitted. Therefore, a supplemental report will be submitted to document the change in reportability and any new or additional complaint details. Update: brand name. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one dilator and one introducer sheath were returned for evaluation. The filter was found stuck in the introducer sheath. No anomalies were noted to the loose introducer sheath or dilator. Once removed from the sheath, the filter appeared with no anomalies noted, all six arms and legs were present and intact. Functional/performance evaluation: heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the complaint investigation is confirmed for failure to advance as the filter was found stuck in the introducer sheath. Based on the investigation, the definitive root cause for this event is unknown. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vena cava filter could not be advanced through the deployment sheath for deployment. The filter was exchanged for a new filter system that was deployed successfully. There is no reported patient injury.